Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the ¿sensor not clicking into the applicator¿, and as a result of being unable to monitor glucose levels, experiencing a loss of consciousness, blurred vision, headache, and dizziness. Customer had contact with hcp who administered oral and intravenous glucose for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the applicator and no issues were observed. Applicator had not been fired and sheath was locked. Sharp was observed through the sensor plug sitting in the applicator. Sensor pack (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor pack and no issues were observed. Lid was not completely peeled off. The platform was inspected and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Sensor plug was not properly seated. Therefore, issue is not confirmed to use due to incorrect assembly method. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported attempting to apply an adc device and being unsuccessful due to the ¿sensor not clicking into the applicator¿, and as a result of being unable to monitor glucose levels, experiencing a loss of consciousness, blurred vision, headache, and dizziness. Customer had contact with hcp who administered oral and intravenous glucose for the treatment of hypoglycemia. There was no report of death or permanent injury associated with this event.